Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿

Event description:
The user facility reported a 65-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that impella cp was prepped after impella 5.5 was removed but the impella cp would not pass the innominate artery. The decision was made to implant the impella cp via femoral access. It was further reported that the patient lost pulses at the limb and reperfusion sheath was placed. Support was maintained with the implanted pump and the patient was reported as stable.

Manufacturer narrative:
The investigation into the delivery issues and the limb ischemia - reversible issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of delivery issue was most likely patient condition since circumferential calcified lesion was noted at origin of innominate artery. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. D6b added. F6 and f8 removed.

Event description:
Additional information. It was further reported that care was withheld and the patient expired. Per abiomed medical safety office review: abiomed does not have enough information to associate use of device with outcome.